Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: bullet tip condition conforming, desufflation lever condition conforming, inner gasket condition conforming, latch condition conforming, obturator condition conforming, outer gasket condition conforming. Sleeve condition conforming, stopcock condition conforming, trocar condition conforming. Functional tests & results: does safety shield retract conforming, flapper door functional conforming, lockout functional conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test performed, the instrument was found to arm, and the safety shield was found to retract and lockout properly. No conclusion could be reached as to how the reported "device had delayed safety shield activation" during surgery occurred. Co reviews each incident as it occurs to continuously improve products and processes.

Event description:
The 511sd was used during a laparoscopic bilateral salpingo-oophorectomy. It was reported the device had delayed safety shield activation. It took a long time to cover the blade and did not activate until the fascia was tented significantly. The case was completed with the device. There was no consequence to the pt.